Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was reported that the ventilator failed gas supply test during pre-use check. The pneumatic back-plane pcb was found defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The received device logs confirmed the reported gas supply test failure during pre-use check at time of the event. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.